Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and oversensing. It was thought that the lead coils had become fused together with a previously abandoned lead, possibly causing the lead to fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.